Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit failed to alarm when patient was disconnected from unit. The customer also reported that the unit was experiencing several alarms simultaneously. The customer reported there was no harm to the patient or the user.

Manufacturer narrative:
The main pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the main pcba revealed evidence of broken solder pin connections on the cn2 pins 1, 2 and 3. The main pcba was installed in the fi test ventilator. An operational test was performed and the ventilator powered up and delivered breaths. An extended self-test (est) on the remote alarm test and failed. The remote alarm failed to alarm remotely during an alarmed for condition. The main pcb cn2 connector pins 1, 2 and 3 are re-soldered, retested and passed. The remote alarm activate when the ventilator alarm and deactivate when the ventilator alarm condition removed. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to broken solder connections at cn2 pins 1, 2 & 3 caused the remote alarm port not to function properly.